Event description:
Rep reported that the hospital believes there is a faulty batch of perforators as the same lot number was involved in 3 patient related events. The perforator failed to stop resulting in 1 dura tear. Customer is sending back 14 unused devices for investigation. Customer requested replacement. Product associated with the patient events will not be returned for investigation. Related complaints: (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Note the "faulty" perforators were not returned for evaluation. Supplier evaluation of the 15 unused perforators did not verify the complaint. The customer's perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drilled hole. Device history records show all tests and inspections, including a drilling test on each perforator, met specification requirements. Supplier evaluation of the 15 unused perforators did not verify the complaint. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Other device samples evaluated.

Event description:
The supplier was asked for a DHR review for the other 2 mentioned complaints (same lot number). Note: rep reported "customer is sending back 14 unused devices for investigation"; however 15 perforators were returned. On 10/1/14 - fifteen unused perforators (in the original sealed package) were sent for functional testing.